Manufacturer narrative:
A review of the manufacturing documentation associated with lot 237627 presented no issues during the manufacturing process that can be related to the reported event. This device is available for analysis, but the engineering report is not yet available. However, it will be submitted within 30 days upon receipt.

Event description:
As reported, while deploying a 6mm x 150mm x 120cm smartflex biliary stent system on ¿pin and pull system¿, the pin was only able to go halfway. When attempting to remove the delivery system, the stent finished deploying in the body. There was no reported patient injury. The operator was trained in using the device. The device was opened in sterile in field. The device was stored and handled according to the IFU. The device was prepped according to the instructions for use (IFU). There was nothing unusual noted about the stent delivery system prior to use. A 6f non cordis sheath introducer was used. The stent delivery system did not pass through any acute bends. There was no difficulty encountered while advancing/tracking the sds towards the lesion. No unusual force was used at any time during the procedure. Thrombus was not present proximal to, at, or distal to the lesion site. There was no difficulty or resistance noted while crossing the lesion with the stent. Additional procedural details were requested but are unknown. The device will be returned for evaluation.

Manufacturer narrative:
While deploying a smart flex 6mm x 150mm x 120cm biliary stent system on ¿pin and pull system¿, the pin was only able to go halfway. When attempting to remove the delivery system, the stent finished deploying in the body. The operator was trained in using the device. The device was opened in sterile in field. The device was stored and handled according to the IFU. The device was prepped according to the instructions for use (IFU). There was nothing unusual noted about the stent delivery system prior to use. A 6f non cordis sheath introducer was used. The stent delivery system did not pass through any acute bends. There was no difficulty encountered while advancing/tracking the sds towards the lesion. No unusual force was used at any time during the procedure. Thrombus was not present proximal to, at, or distal to the lesion site. There was no difficulty or resistance noted while crossing the lesion with the stent. Additional procedural details were requested but are unknown. There was no reported patient injury. The device was returned for analysis. One non-sterile smart flex 6x150 bil, 120cm was received for analysis inside a plastic bag. No original packaging was returned. The valve of the unit was received opened. Per visual analysis, the stent of the unit was observed deployed form the unit and not returned. A kink on the body/shaft was observed approximately at 12.4 cm from the strain relief. No other anomalies were observed. Per dimensional analysis, usable length of the catheter couldn¿t be measured due to the kinked condition of the unit, as received. Per functional analysis, deployment test of the stent couldn¿t be performed since the stent was observed deployed from the unit and not returned with the catheter. A product history record (phr) review of lot 237627 revealed no anomalies or non-conformances during the manufacturing and inspection processes that can be associated with the reported event. The reported ¿stent delivery system (sds)-ses - deployment difficulty - premature/in patient - during withdrawal¿ was not confirmed since the stent was already deployed from the unit and deployment test couldn¿t be performed. It is difficult to draw a clinical conclusion between the device and the events based on the information available. However, it is probable that procedural and or handling factors such as the user¿s interaction with the device and vessel characteristics (although unknown) may have led to the reported event as well as the noted kink observed on the device, as received. According to the safety information in the instructions for use, ¿if resistance is encountered at any time during the insertion procedure, do not force passage. Resistance may cause damage to the stent or lumen. If resistance occurs during movement through the sheath, carefully withdraw the stent system. Once stent deployment has begun, the stent must be fully deployed. The system is not designed for stent repositioning or recapturing. If resistance is felt when initially retracting the outer sheath, do not force deployment. Carefully withdraw the stent system without deploying the stent. Prior to stent deployment, remove all slack from the catheter delivery system.¿ neither the phr review nor the product analysis suggests that the reported event could be related to the manufacturing process of the unit. Therefore, no corrective or preventive actions will be taken.